Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: investigation revealed a blank display; the pump was opened up and the display was noted to be cracked. Upon using a test display, the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.